Event description:
It was reported that pump displayed malfunction code and was reset after issue occurred, with no notable events leading up to malfunction. There was no adverse impact to the customer's blood glucose level. Customer reset pump before fault details could be captured, and technical support arranged pump replacement. Customer reverted to an alternative method of insulin therapy.